Manufacturer narrative:
(B)(4). A2 age number - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The previous day of the event the cgm was reading between 105 and 120 mgdl. The day of the event on 06/23/2024 the patient experienced abdominal pain. During the morning of the event the blood glucose reading was 533 mg/dl and there were no cgm readings taken at that time. The parent tried to calibrate the sensor but without success. The patient was taken to the hospital by the parent and treated there with insulin. They removed the sensor and found out that the wire was bent. It was reported that the patient was hospitalized because the cgm was inaccurate the night before the event (1 day). At the time of the report the patient had recovered and was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.